Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens in the patient's right eye (od) and an refractive surprise was noted. The lens was remains implanted.

Manufacturer narrative:
Event problem and evaluation codes: method: (process evaluation): device history record review. Results: (evaluation result): upon review of the device history record, a conclusion can be drawn that nothing in the manufacturing and packaging processes is likely to have contributed to the complaint. Based on the above investigation, no definite root cause for the complaint is determined. Conclusion: (unable to confirm complaint): based on the complaint history, work order search, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4): event problem:(B)(4): evaluation:method - work order search.results - a lens work order search was performed and no similar complaints were found within the work order(B)(4)